Manufacturer narrative:
Device evaluation completed on december 7, 2020: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior and extending to the posterior view. A tear was also observed within the crease/fold on the posterior view, measuring approximately 1.0 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020 indicated that patient had bilateral issue with capsular contractures, grade ii on the right side, and unknown grade on the left side. This report is for the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated evaluation completed on (B)(6) 2020. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the anterior and extending to the posterior view. A tear was also observed within the crease/fold on the posterior view, measuring approximately 1.0 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 350cc silicone prosthesis experienced right sided rupture, and bilateral pain post procedure. The patient was in a car accident and seat belt came across and patient started to have pain on the right and implant felt displaced. Patient mentioned having pain on the left side also. A physical examination was performed by a physician and rupture was diagnosed. As a result, patient underwent bilateral replacements as follow: left replaced with cat#: 3545480, sn#: (B)(4), and right side replaced with cat#: 3545480, sn#: (B)(4) on (B)(6) 2020. This report relates to the right prosthesis.